Event description:
Pt was in for treadmill EKG. After 6 minute test technician pressed "stop test". The deck lowered, but belt sped up. Reached 11.6 mph immediately. Tech pressed stop belt switch to stop. Pt was safely pulled from moving machine by dr. No injury. MFR to send rep to check device.